Event description:
The customer reported that their qc has been erratic, which was noted on (B)(6) 2023 and further reported falsely elevated magnesium results generated from an architect c4000 analyzer. The customer stated that the discrepant results were not reported out of the laboratory and provided the sample data: (approximate reference (normal) range: 1.6 to 2.6 mg/dl): sample initial result was 9.5 mg/dl and repeat result was 1.7 mg/dl there was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
The field service representative (fsr) inspected the architect c4000, serial number (B)(6) due to a falsely elevated magnesium results observed by the customer. The fsr inspected the instrument and determined and noticed the cuvette nozzle was obstructed. The fsr determined that the nozzle, c4, #2, #3 (rohs) required replacement, which resolved the issue. No additional discrepant result issues have been reported since the service activity was completed. Return testing was not completed as returns were not available. The instrument service history review revealed no additional tickets related to discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this issue was initiated that may have contributed to this issue. A review of tracking and trending did not identify any trends related to the nozzle, c4, #2, #3 (rohs). The product monitoring review scorecard was reviewed and found no similar issues related to the architect system or discrepant results with regards to the customer issue. A review of the manufacturing documentation did not identify any non-conformances or potential non-conformances related to the nozzle, c4, #2, #3 (rohs). A labeling review determined product labeling addresses troubleshooting and resolution of the customer issue. Based on the available information, no systemic issue or deficiency of the architect c4000, serial number (B)(6) or the nozzle, c4, #2, #3 (rohs) was identified.

Event description:
The customer reported that their qc has been erratic, which was noted on 3 may 23 and further reported falsely elevated magnesium results generated from an architect c4000 analyzer. The customer stated that the discrepant results were not reported out of the laboratory and provided the sample data: (approximate reference (normal) range: 1.6 to 2.6 mg/dl): sample initial result was 9.5 mg/dl and repeat result was 1.7 mg/dl there was no reported impact to patient management.